Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The system history shows that the laser was verified successfully prior to the date of treatment. The root cause can be conclusively determined as a wrong calculation or planning by the user. No technical root cause can be identified. (B)(4).

Event description:
A risk manager reported a planning error during lasik treatment; the patient was left under-corrected in the right eye. A retreatment was performed the same day. At one month following treatment the patient underwent an additional enhancement for monovision with regression and is reported to be resolved following enhancement.